Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. Viscosity is calculated from the patient's hematocrit. To obtain the most accurate estimate of blood flow, the patient's hematocrit must be entered into the monitor. The instructions for use (IFU) outlines the setting of the patient's hematocrit based on a blood sample and adjustments to the hematocrit setting. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU directs users to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient experienced "vibration" in his chest and called the vad clinic. While speaking on the phone, his vad began alarming with low flow alarms. The patient came to hospital a little later and he was noted to have a palpable pulse with a blood pressure of 94/82mmhg. At the time of his admission, the patient was taking aspirin and coumadin. A review of the patient's controller log files by the site revealed low flow alarms as well as a decrease in the estimated flow and power consumption of 1 watt starting on (B)(6) 2016. The site further reported that the pump parameters were still within the normal operating range. The patient was initially treated with a heparin infusion. Vad parameters were also noted to be within normal operating range the next day. The patient's medical team discussed the patient's case to determine whether this event was associated with possible pump thrombus versus other time of occlusion (possibly pannus tissue). An abdominal computerized tomography angiography (cta) did not reveal obvious inflow or outflow obstruction; though the site reported that the images were not ideal due to artifact. The patient continued to report "vibration" and at some point during (B)(6) 2016, the pump sound is reported to have changed. It was described as louder and different. The patient's medical team opted to treat the patient with intravenous tissue plasminogen activator on (B)(6) 2016. Within an hour of this treatment, the vad pump flow were noted to be greater than 5l/min. In addition, the patient is reported to have had one spike in power during the treatment which the site felt may have been a possible ingestion of thrombus. The patient's neurological status was monitored. He did develop a minor nosebleed that did not require intervention and a headache. A CT scan to rule out intracranial hemorrhage proved to be negative. The site reported that the patient's vad sound more like the patient's baseline sound with good flows. The primary investigator reported that the event was possibly related to the hvad system and patient's condition and unrelated to the hvad procedure. As of the date of this report, the patient remains hospitalized.

Manufacturer narrative:
Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's pre-existing history of smoking and diabetes, his related comorbidities and his recent history of recurrent infections. There are patient factors that may have contributed to this event. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 414 low flow alarms have been logged since (B)(6) 2016, confirming the reported event. Thirteen high watt alarms have been logged since (B)(6) 2016. Log files indicate a decrease in estimated flow and power consumption of approximately 1 w starting on (B)(6) 2016. An increase in power consumption was observed starting (B)(6) 2016 to a peak of 8.0 watts outside of normal operating range. There is no evidence to suggest a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. It is likely that thrombus got ingested into the pump leading to the reported "vibration" and high watt alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.